Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during an open gastrectomy procedure, the reload was fired and then it would not open with stapler handle. The surgeon struggled to open the reload after firing. To correct the issue, another handle was used. A new reload was connected to the handle but then this handle couldn¿t close the reload upon testing/cycle the instrument before inserting into abdomen. Then another handle was opened and it was connected to the same stapler reload and it closed and opened properly and the surgeon continued with the procedure. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.